Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient's blood glucose (bg) had been elevated several different times over the past week. The patient's bg was reported to have elevated to as high as 395 mg/dl with ketones present. The reporter denied any involvement of the vial, inset, cartridge or tubing used. The reporter expressed concern that the insulin pump was not delivering insulin to the patient properly since the pump had been worn by the patient during an x-ray procedure for an injured thumb two weeks ago. The reporter stated that the x-ray technician was told the pump could not be x-rayed by the reporter, but the technician negated the reporter's instructions to remove the pump from the patient. The reporter stated the pump was worn under a lead apron during the x-ray. The reporter stated the patient continued to use the pump for insulin delivery after it had been knowingly exposed to an x-ray. The reporter denied any change to the patient's health status, diet or activity level. The reporter confirmed that all the pump settings were correct. Troubleshooting by animas customer technical support (acts) was unable to identify any pump malfunction or unusual findings in the pump's history. Acts advised the reporter that the pump cannot be exposed to x-ray as outlined in the user's booklet for the product. This complaint is being reported because the patient experienced an adverse event while on insulin pump therapy with an insulin pump that is allegedly not delivering insulin correctly.

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The review of the pump history indicated that on (B)(4) 2012 the time was manually changed from 08:55 to 07:55. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.